Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.2, b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation finding, and investigation conclusion. An addition was made to h.6: component code. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for balloon burst was unable to be confirmed. The presence of a manufacturing non-conformance was unable to be determined. However, a review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per event description, ''during valve deployment, pacing capture was lost and the balloon ruptured upon full inflation. The perceived root cause of the balloon rupture was the abrupt contact of the balloon with the deployed valve frame due to lost pacing capture.'' The edwards lifesciences procedural manual states, ''loss of capture during rapid pacing can cause sudden delivery system movement during deployment.'' Therefore, based on the event description and the procedural manual, it is possible that the loss of capture during rapid pacing may have caused the delivery system to move during valve deployment and led to balloon rupture due to the interaction between the balloon and the deployed valve frame. As such, available information suggests that procedural factors (loss of capture during rapid pacing) may have caused the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. H3 other text : the device was discarded.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 29 mm sapien 3 ultra resilia valve, during valve deployment, pacing capture was lost and the balloon ruptured upon full inflation. The valve was considered to have fully deployed prior to balloon rupture. There was moderate calcification on the landing zone. No paravalvular leak (pvl) was observed on the surface echo. There was no extra volume added to the balloon prior to inflation. The balloon was successfully removed through the esheath+ without difficulty. No patient complications were reported. The device was discarded and will not be returned. The perceived root cause of the balloon rupture was the abrupt contact of the balloon with the deployed valve frame due to lost pacing capture.